Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
The returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.